Event description:
It was reported that: "the clinician was unable to remove the stylet from the catheter once the 15mm needle was inserted into the bone. The provider placed an io in a previously attempted site causing an infiltration. A central line access was obtained."

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "the clinician was unable to remove the stylet from the catheter once the 15mm needle was inserted into the bone. The provider placed an io in a previously attempted site causing an infiltration. A central line access was obtained." Associated complaints 3011137372-2024-00182 and 3011137372-2024-00181.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A review of the certificate of compliance was performed with no findings available. The needle set passed all release criteria. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.